Event description:
It was reported the mx40 patient worn device was presented with a speaker malfunction error message. It is unknown if there was still sound present. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) contacted the customer multiple times for further consultation, but the customer could not be reached. The case was closed due to no response from customer. Based on the information available the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Multiple attempts were made to obtain the device context evaluation, repair, and operational status with no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.